Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: I&d performed on (B)(6) 2020.

Manufacturer narrative:
The following devices were also listed in this report: 64812120mrh, axlectd41816; 64812100mrh, tib rot comp xs-xl158082; 64813112mrh, tibial b/plt keel med 2h773p; 64853111mrs, fem stem w/o body 11x127mm182326b; 64952040gmrs, dist fem comp std r 65mmjba4c; 64812150mrh, hdp assembly packljs698; 64956200gmrs, extension piece 200mmar23y; 64786605ti, dur reg fluted stem 11x80mm46835; 6215-5-001, small howmedica bone plug 1pkcppup10bf; 6191-1-001, simplex p full dose 1 packrka185. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a mrh insert was reported. The event was confirmed via clinical review. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted clinician review: a review of the provided medical information by a clinical consultant indicated: conclusion of assessment: the patient had a high-grade soft tissue sarcoma. There was a wide resection that included a large amount of soft tissue and 300mm of bone. There was a postoperative infection that necessitated two I and d procedures and exchange of the distal femoral construct. There had been no obvious recurrence of the infection or the tumor. The patient was placed in hospice and may now have a secondary tumor in the opposite side. This was a very high-risk case and one with very high risk of infection. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 1 other similar events for the lot referenced. There have been 1 other similar events for the sterile lot referenced. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: the patient had a high-grade soft tissue saracoma. There was a wide resection that included a large amount of soft tissue and 300 mm of bone. There was a postoperative infection that necessitated two I and d procedures and exchange of the distal femoral construct. There have been no obvious recurrence of the infection or the tumor. The patient was placed in hospice and may now have a secondary tumor in the opposite side. This was a very high -risk case and one with a very high risk of infection. A microbiological assessment was completed by the principal microbiologist, stryker ireland who indicated: staphylococcus epidermidis and candida albicans have been identified as cause of infection of patient. Staphylococcus epidermidis, coagulase-negative staphylococci, have been considered innocuous commensals of human skin and mucous membranes but are now accepted as the leading opportunistic pathogens responsible for numerous nosocomial infections [1]. In particular, they account for 30 to 43% of joint prosthesis infections [2]. The current accepted pathophysiological mechanism of s. Epidermidis orthopedic device infection is the direct inoculation of skin colonizing strains at the time of surgery [2][3]. The risk factors for candida albicans infections are the following: diabetes mellitus, chronic kidney disease, cancer, use of immunosuppressants, rheumatic diseases, prolonged use of antimicrobial agents, multiple procedures, and previous prosthetic joint infection [4]. Stryker can confirm that the origin of infection cannot have been the implants used for this tka surgery. Plastic knee implants are gamma-irradiated between 25-35kgy for sal 10-6. Metal knee implants are gamma-irradiated between 25-50kgy for sal 10-6. Conclusion: due to the nature of the organisms isolated ¿ susceptible to various modes of sterilisation - and the sterilisation methodology employed by stryker, it is not probable that staphylococcus epidermidis and candida albicans could have originated from the implants. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: I&d performed on (B)(6)2020.